Event description:
It was reported that during the procedure, the device broke or fractured. The procedure was completed using an alternate device and there were no patient complications reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. H6: imdrf device code a0401 captures the reportable event of stent shaft break. G2 has been corrected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the procedure, the device broke or fractured. The procedure was completed using an alternate device and there were no patient complications reported.